Event description:
It was reported that in central processing, frayed wires were identified on a pk dissecting forceps instrument. The instrument was not used on a patient after the reported issue and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch cable to be frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentation was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.